Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Receiver data logs were downloaded and reviewed, however the data log did not cover the date of issue. A global receiver functional test could not be performed, due to a screen error alarm displaying a message on the screen to call technical support. Based on the finding of screen error alarm this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.